Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device stopped during infusion and displayed channel error 240.4150. There was patient involvement, but unknown impact.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information : reason code for no evaluation, if other specify, imdrf annex a,g,b and c codes h3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device stopped during infusion and displayed channel error 240.4150. There was patient involvement but unknown impact.